Manufacturer narrative:
The customer specifically requested info regarding effects of interferents on the tsh results (i.e. If drugs/medication could interfere with the tsh assay). However, the customer did not have the pt's medical history. Cts (customer technical support) reviewed the tsh product insert and discussed the interferents section with the customer. Cts also discussed sample handling and hardware as other potential causes for high tsh results. The customer requested that bci service evaluate the hardware to rule out the instrument as the potential cause for the high tsh result. A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The customer had been 'wash valve motion errors.' The fse replaced the wash pump motor, home sensor and rotor/stator assembly. The fse ran performance verification tests which passed the required specs. The customer indicated that they would send the pt's sample to bci for further testing. However, to date, no sample was received and a clear root cause could not be determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer reported to beckman coulter, inc. (Bci) that an erroneously high tsh (thyroid stimulating hormone) result was obtained on their access 2 immunoassay system instrument, and the result was reported out of the lab. The customer did not supply info on the qc (quality control) or system check results during or prior to the event. A physician questioned the result indicating that it did not match the clinical history of the pt who had previously shown low normal tsh results for years. The sample was rerun and the repeated result was in the normal reference range. Add'l testing on a third sample produced elevated tsh results that were concordant with the dade method. The customer provided the high tsh results and indicated that they would send a sample to bci for further testing. There is no report of any adverse event or serious injury related to this event. However, it is not known whether there was any change to pt treatment.